Manufacturer narrative:
A physician suspected a cerebrospinal fluid leak was reported to abbott. It was determined the patient had a headache post-trial procedure. As a result, the leads were explanted and the epidural blood patch was removed. The results of the investigation are inconclusive as the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
It was reported that a lead was removed due to csf leak. It is unknown which lead was removed therefore only one lead will be made reportable. The allegation is against one of three leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm slimtip trial lead kit, abt, model: mn10350-50a, UDI: (B)(4), serial: (B)(6), batch: 8754815. Common device name: 50cm slimtip trial lead kit, abt, model: mn10350-50a, UDI: (B)(4), serial: (B)(6), batch: 8754815.

Event description:
It was reported that a surgical procedure occurred on (B)(6) 2023 where a lead was removed due to csf leak. It is uncertain which lead was removed.

Event description:
Related manufacturer reference number: 1627487-2023-01071, 1627487-2023-01072. It was reported the patient experienced a headache post-trial procedure. The physician suspected a cerebrospinal fluid (csf) leak. Surgical intervention occurred where the leads were explanted and the epidural blood patch was removed.

Manufacturer narrative:
Date of event is estimated.